Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Event description:
It was reported that an altitude alarm occurred on (B)(6) 2024 to (B)(6) 2024. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 103 mg/dl. Reportedly, the pump was replaced to resolve the issue and the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.